Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01681, 0001822565-2018-01682.

Event description:
It was reported that the device is missing ball bearings.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts shows signs of repeated use, wear and missing ball bearings. Device history record was reviewed and no discrepancies were found. These devices have been previously re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to the design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.